Event description:
It was reported to philips that the system geometry movements were not available. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted and schedule for another time. The issue was solved by a third-party subcontractor service who replaced the control panel c-arm button. No on-site work was performed by philips. Therefore, no additional investigation or corrective action was possible or has been provided by philips. After service by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The codes were updated based on the investigation outcome.